Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue after the pump had been exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed a sudden voltage drop after a 4-hour period of ¿stuck vp at 1.37vp¿ that led to call service alarm 77 warning and then a call service alarm 128 for replace battery on (B)(6) 2016. Another call service 128 alarm occurred due to discharged replacement battery use observed on (B)(6) 2016. The battery compartment was noted to be cracked on the side from threads down to the case seal with moisture corrosion is observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed successfully. All electrical current readings were measured to be within the required specifications. No overheating or any errors, alarms or warnings occurred during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged ¿temperature¿ complaint and the pump was found to be performing within the required specifications without malfunction.